Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that insufficient information for complaint classification. On approximately (B)(6) 2024, the patient experienced hypo and hyperglycemias related to an unspecified dexcom g7 malfunction which led to the patient being hospitalized. There were no specific details about the cgm functionality during the time of the event. The patient declined to provide further information about the event. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.